Event description:
The customer reported that while the unit was in use on a pt, they were unable to zero the pressure and the unit had low augmentation. The pt was switched to another unit and therapy was continued. No pt injury was reported.